Event description:
The customer reported the sys is displaying an intermittent regulator fail error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and could not reproduce the reported problem, and performed a filament calibration as a precaution. Sys operates as intended. This MDR is related to ge healthcare (B) (4).